Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, the physician deployed a ruby coil in the target vessel and decided to retract it in order to reposition it. However, while retracting the ruby coil through the px slim, the physician experienced resistance and the ruby coil unintentionally detached and started to unravel inside the patient. The physician then used a snare device to successfully remove the unraveled pieces of ruby coil from the patient, and the procedure was completed using a new px slim and non-penumbra coils. There was no report of an adverse effect to the patient.